Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had logging in issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the login issue with bio metric identifier (bio-ID) occurred after recent updates. A field service engineer downgraded the bio-ID driver initially. A remote session was conducted, during which communication bulletin was applied to update the driver. Post-update, the installation was verified, and bio-ID functionality was tested, with no errors observed during login attempts. The customer was advised to perform further testing on their end to confirm resolution. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had logging in issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.